Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call the customer was hospitalized for diabetic ketoacidosis and high blood glucose values. The customer's blood glucose at the time of incident was 1000 mg/dl. The customer's daughter decline to trouble shoot for incident. No further details given.